Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee arthroscopy plus meniscus repair and acl restructuring, when the clamp is activated it crosses the meniscus with the suture and when releasing the forceps to proceed to remove the suture outside the joint, some resistance is felt. The surgeon then noticed that the needle was split and stuck inside the channel of the clamp approximately 3.2cm. The fragment was removed from the patient by using a grasper. The case was completed by using a new needle with the same ar-12990.